Event description:
It was reported that device contamination occurred. An encore 26 was selected for use. During preparation, difficulty opening an encore inflation syringe was noted. While attempting to open the packaging, the sterile paper tore and contaminated the product. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The event date of (B)(6) 2023, is an estimated based of the aware date of (B)(6) 2023 as the exact date was not reported.